Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the single use fiber was defective and had no laser tip. The issue was found before an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h4, h6, h11 the device was returned to olympus for inspection and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the tip broke off post-manufacturing as the end of the fiber appears to have broken off in a jagged manner. The root cause of the break was not determined. Olympus will continue to monitor field performance for this device.